Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The patient was being treated for a 5.3 cm in diameter abdominal aortic aneurysm. The proximal neck was 21.5 mm in diameter and 13 mm in length. It was reported that the devices were successfully implanted. Intra-operatively, an unknown endoleak was observed. The leak was thought to be either a type IV or a type ia proximal endoleak, which was located around the aneurysm. Ballooning was attempted with another manufacturer's balloon, however the leak still persisted. The leak was a mixture of a blush and a jet. There was no injury to the patient and there is not plan for a secondary intervention; the patient will be monitored by their physician. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak), her (cause of event is unknown). Evaluation, conclusions: (cause of event is unknown).